Event description:
Per the clinic, the patient developed a post-operative wound infection. The patient was reportedly hospitalized on two different occasions (dates not reported) and treated with antibiotics. The patient received multiple courses of antibiotics which did not resolve the problem. The device was explanted on (B)(6) 2010. Reimplantation is planned but has not taken place at the time of this report (B)(6) 2010.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).